Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while the patient was walking. The had not had a shock in 14 years and is low-risk, therefore, the decision was made to deactivate the s-ICD system. Technical services (ts) reviewed the episode and discussed potential causes and programming options. Troubleshooting suggestions were also recommended. The physician is considering implanting a new device system, however, this has not yet been confirmed. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing while the patient was walking. The had not had a shock in 14 years and is low-risk, therefore, the decision was made to deactivate the s-ICD system. Technical services (ts) reviewed the episode and discussed potential causes and programming options. Troubleshooting suggestions were also recommended. The physician is considering implanting a new device system, however, this has not yet been confirmed. Additional information was received. The s-ICD system was explanted and replaced. The electrode is not expected to be returned for analysis as it was discarded.